Manufacturer narrative:
(B)(4). The hand piece was received with the nose cone cracked. It was evaluated with a test instrument and an error code 3 was displayed while testing it with a generator. The instrument was disassembled to inspect internal components. Evidence of moisture ingress and a torn acoustic isolator were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that moisture between the electrodes affected hand piece functionality.

Event description:
It was reported that during an unknown procedure, the handpiece didn't work properly. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.